Manufacturer narrative:
Patient year of birth: 1960. Initial reporter phone: (B)(6). Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the left femoral artery. The 95% stenosed target lesion was located in the calcified and stenosed distal right coronary artery. The lesion was not predilated. A 2.50x12mm promus element¿ plus drug eluting stent was introduced, however there was difficulty advancing the device over the non-bsc guide wire and difficulty crossing the lesion, therefore the promus element¿ plus was removed from the patient. Once outside of the patient, it was noted that the stent was fanned out. The procedure was completed with deployment of a non-bsc stent. There were no patient complications reported and the patient's status was stable.